Manufacturer narrative:
H.6. Investigation summary one open 32g x 4mm pen needle sample and four photos were returned from lot. No.9232024, cat. No. 320129. Visual examination was carried out on the returned sample and photos and a burn mark was observed on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The most probable root cause of the burn mark is degraded material caused during startup of the moulding process. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced foreign matter on device cannula/in fluid path. Product defect was noted prior to use. The following information was provided by the initial reporter: brown fm was between outer cover and needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced foreign matter on device cannula/in fluid path. Product defect was noted prior to use. The following information was provided by the initial reporter: brown fm was between outer cover and needle.